Event description:
It was reported that the device reached early battery depletion due to elevated threshold with the atrial lead. Therefore the device was removed and replaced with a new device. The atrial lead remains in use. It was noted that the patient is part of the (B)(4). No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.